Event description:
It was reported that a caregiver contacted support regarding blood glucose readings in the high 300s while using the ilet, and troubleshooting determined the infusion site could be compromised; the caregiver was advised to perform a site change and declined guided assistance, reporting no visible cannula issue and no symptoms. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no hospitalization and no reported long-term impact. Investigation included user interview, chart review, and troubleshooting education. Investigation of this case revealed a suspected infusion site issue leading to inadequate insulin delivery, although no device malfunction was identified during remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.